Event description:
Reportedly, this was an explant at implant, due to a sizing issue. Surgeon said there was nothing wrong with the device -- tried to implant a ring in the tricuspid position, and misjudged the size. Implanted a 4900t26mm instead. The device is not available for return, as it has been discarded at the hospital.

Manufacturer narrative:
Device was not returned to manufacturer.